Event description:
Related manufacturer reference number: 2017865-2021-39454. It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited oversensed noise which led to inhibition of pacing. No programming changes were made. There were no patient consequences.